Event description:
It was reported, the ultrasonic probe's distal end sheath was removed. The issue occurred during an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device has distal end sheath that was damaged. The most probable cause of the complaint is d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device is expected to be returned for evaluation but has not yet been received. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
It was reported, the ultrasonic probe's distal end sheath was removed. The issue occurred during a unspecified therapeutic procedure. There were no reports of patient harm. Distal end sheath removed.